Event description:
When opened the package, tip of the lead was bent. Another lead was used and completed the operation.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete.